Event description:
Boston scientific was informed via an article published in the world journal of urology that a retrospective, single-center study was conducted to evaluate the learning curve of retrograde intrarenal surgery (rirs) among surgeons with varying levels of experience. The study analyzed the performance of one experienced tutor surgeon and three novice surgeons treating patients with mid-sized kidney stones. A total of 227 patients with one or more stones measuring between 10 to 30 mm in diameter were enrolled between 2019 and 2022. All rirs procedures were performed using a dual-lumen catheter and the lithovue single-use digital flexible ureteroscope (boston scientific), along with a 200 um fiber used with the lumenis pulse 100h holmium laser system. Fragmentation efficacy was calculated as the volume of stone removed per minute of operative time. Cusum analysis was used to monitor changes in surgical performance and validate outcomes. Learning curve analysis showed that the three novice surgeons reached a performance plateau after approximately 12 to 15 cases. The following complications were reported 2 cases of sepsis, 2 requiring transfusion, 4 cases of acute kidney injury (aki), 3 intraoperative ureteral injuries, and 1 postoperative ureteral stricture.

Manufacturer narrative:
Koo, h. Y., yoo, j. W., kim, y. J., jang, h. K., jeon, b. J., choi, h., bae, j. H., park, j. Y., & tae, b. S. (2024). Cumulative sum analysis of the learning curve for retrograde intrarenal stone surgery in newbie surgeons. World journal of urology, 42, 261.

Manufacturer narrative:
Koo, h. Y., yoo, j. W., kim, y. J., jang, h. K., jeon, b. J., choi, h., bae, j. H., park, j. Y., & tae, b. S. (2024). Cumulative sum analysis of the learning curve for retrograde intrarenal stone surgery in newbie surgeons. World journal of urology, 42, 261. The device is not available for analysis; therefor, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Boston scientific was informed via an article published in the world journal of urology that a retrospective, single-center study was conducted to evaluate the learning curve of retrograde intrarenal surgery (rirs) among surgeons with varying levels of experience. The study analyzed the performance of one experienced tutor surgeon and three novice surgeons treating patients with mid-sized kidney stones. A total of 227 patients with one or more stones measuring between 10 to 30 mm in diameter were enrolled between 2019 and 2022. All rirs procedures were performed using a dual-lumen catheter and the lithovue single-use digital flexible ureteroscope (boston scientific), along with a 200 um fiber used with the lumenis pulse 100h holmium laser system. Fragmentation efficacy was calculated as the volume of stone removed per minute of operative time. Cusum analysis was used to monitor changes in surgical performance and validate outcomes. Learning curve analysis showed that the three novice surgeons reached a performance plateau after approximately 12 to 15 cases. The following complications were reported 2 cases of sepsis, 2 requiring transfusion, 4 cases of acute kidney injury (aki), 3 intraoperative ureteral injuries, and 1 postoperative ureteral stricture.